Manufacturer narrative:
The reported condition of a pump with fail code 500/stuck keypad error was confirmed. Service by baxter confirmed the customer reported condition, duplicating fail code 500:320:844:0000. The cause of the reported condition was determined to have been caused by faulty pump-head module keypads. The pump-head module keypads on channels "a" "b" and "c" were replaced to correct the reported condition. The device was returned to the customer fully operational. This issue is being investigated under CAPA.

Event description:
The facility reported a pump with a failure code 500/stuck keypad error. This problem occurred during biomed testing. There was no patient injury or medical intervention associated with this event. No additional information is available.